Event description:
A non reactive advia centaur (B)(6) result was obtained on a pt sample. Testing was repeated for the pt sample on a second tube and the result was negative. The pt sample was tested with other methods and the results were (B)(6). Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the non reactive advia centaur (B)(6) result.

Manufacturer narrative:
A siemens rep examined the (B)(6) qc and calibrations. No issues were found. The instrument is performing within specs. The cause for the non reactive advia centaur (B)(6) results compared to the reactive results for the other methods is unk. The instruction for use (IFU) limitation section states: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to (B)(6)". "Assay performance characteristics have not been established when the advia centaur (B)(6) assay is used in conjunction with other MFR' assays for specific (B)(6) serologic markers."